Event description:
The customer states the expiration date on the strip vial is 09/30/2006, but the expiration date in sap is 09/30/2005. At the time of the incident, the customer was in the hospital with a diagnosis of cancer. Therefore, there were alternative means of testing his blood glucose level while in the hospital. Return requested and replacement was sent.